Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 495 mg/dl with nausea. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. It was reported that the pump alerted for loss of prime with multiple cartridges from different boxes. The reporter was able to complete prime step with cartridge change. No sudden change in force or temperature was noted and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. Troubleshooting was unable to resolve the reported prime issue. The reported bg excursion did not meet the criteria for a serious injury. This complaint is being reported based on the alleged loss of prime issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Reportedly, the battery compartment was damaged. It was reported that there was no damage to the battery cap and there was no evidence of moisture or corrosion in the pump.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged loss of prime issue was verified in the black box but not duplicated in the evaluation. Review of black box data found loss of prime alert due to non-zero low force. Using the returned caps, the pump powered up and performed properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force senor calibration reading was within specifications. Bolus delivery exercises were completed and recorded correctly. Unrelated to the complaint, the battery compartment was found to have cracked below the grip pad.